Event description:
A male patient underwent aquablation therapy for benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, the aquabeam console shut down and could not be restarted despite performing troubleshooting steps. As a result, the treating surgeon decided to convert to transurethral resection of the prostate (turp). There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam console was returned for investigation. The treatment log files were reviewed and found instances of the aquabeam console disconnecting; however, it could not be determined if this is indicative of the aquabeam console losing power. During functional testing, the aquabeam console was found to be functioning as intended without shutting down or triggering any errors. The root cause is undeterminable as the device is functioning as designed. A review of the device history record (DHR) for ab2000/serial number (B)(6) and aquabeam console/lot number 24c02544 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101-00 rev. C, was reviewed. Table 5: system detected errors and faults: e22 ¿ motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E31 ¿ motorpack error: release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E42 ¿ motorpack error: release foot pedal and click x. If error persists, reconnect motorpack to console and turn off and turn on console. E43 ¿ cpu error: release foot pedal and click x. If error persists, turn off and turn on cpu. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.